Manufacturer narrative:
Date rec'd by MFR: 08aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported electricity failure issue. The fse confirms the customer shares the charging device of another device. The user decides not to repair the equipment. The hospital has the same equipment. The hospital is using another one. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported unit has electricity failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.